Manufacturer narrative:
As reported, the 6/7f mynxgrip vascular closure device (vcd) balloon lost pressure. Hemostasis was achieved with manual compression in thirty (30) minutes or less. There was no reported patient injury. The mynx vcd was prepped according to the instruction for use (IFU). Initially, this was a diagnostic coronary procedure. The puncture site was the right common femoral artery. A pre-procedure femoral angiogram was performed. No calcification was noted, and staff estimated femoral size to be 9-10mm. There was no vessel tortuosity. A 6f sheath was used on the procedure. The stick location was the common femoral artery. The user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The balloon lost pressure at the second stop (arteriotomy). The black marker on the inflation indicator was fully exposed during prep. The stopcock was not opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. There was force applied while shuttling down/retracting the device. There was no visible damage to the distal end of the sheath after removal. The patient recovered. The patient¿s hospitalization was not extended as a result of the event. The device will be returned for analysis along with the sheath. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with stopcock open as received. The sealant and advancer tube were observed on the catheter, covering the balloon proximal tip. The procedural sheath was observed on the catheter, fully retracted. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 3 mm from the balloon proximal neck. A device history record (DHR) review of lot f1815504 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the micro tear found could not be conclusively determined during analysis. Based on the limited information available for review, access site vessel characteristics (although reported to have no calcification) or concomitant device factors may have contributed to the reported event since a calcified vessel and/or a stent/vascular graft may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the mynxgrip vascular closure device (vcd) balloon lost pressure. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. The mynx vcd was prepped according to the instruction for use (IFU). Initially, this was a diagnostic coronary procedure. The puncture site was the right common femoral artery. A pre-procedure femoral angiogram was performed. No calcification was noted, and staff estimated femoral size to be 9-10mm. There was no vessel tortuosity. A 6f sheath was used on the procedure. The stick location was the common femoral artery. The user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The balloon lost pressure at the second stop (arteriotomy). The black marker on the inflation indicator was fully exposed during prep. The stopcock was not opened when balloon was at arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. There was force applied while shuttling down/retracting the device. There was no visible damage to the distal end of the sheath after removal. The patient recovered. The patient¿s hospitalization was not extended as a result of the event. The device will be returned for analysis along with the sheath.